Event description:
A report was received that the patient was frequently charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
Additional information was received that the patient will undergo ipg replacement.

Event description:
A report was received that the patient was frequently charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
Sc- 1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. Battery depletion and sleep current rates of the device were exceeding the expected ranges. Troubleshooting to specific component level was impossible since both analog/digital ics are covered in the epoxy resin top. The source of the device damage was unknown.

Event description:
A report was received that the patient was frequently charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion.